Manufacturer narrative:
(B)(4). Batch # n90h6h. The device was received with the upper jaw detached returned and the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon said that during a normal firing that the jaws of the device broke. It did not appear to be abnormally thick tissue. Part of the device fell into the patient but was easily removed. A second device was used to complete the procedure and there was no patient consequence.